Event description:
Patient received a acdf on 5/3/17. No known issues at the time. The surgery was successful. Patient returned with a screw protruding from the tempus cervical plate. The locking ring broke for the affected screw and needed a revision surgery.